Manufacturer narrative:
Device not returned. No ealuation will be performed. If device becomes available, a supplement report will be issued.

Event description:
It was reported, in 2006, patient had a trident psl 60mm cup implanted with constrained liner. Stem implanted- gmrs (+0 28mm head). Patient sat on "iowish" chair and heard a "popping" noise when the hip dislocaed. Xrays confirmed that the bipolar section of the constrained liner had diengaged from the main liner. The bipolar section was still attached to the head/stem whilst, the main body of the liner appeared to be secure in the cup. Intra operatively, the main body of the liner was easily removed from the cup with minimal force, indicating that it had not been correctly seated when implanted/ or had disengaged from the cup. The bioplar head was removed with the disengagement key. A new constrained liner implanted, the existing head retained and implants engaged.